Event description:
It was reported to philips that while the device was at bench repair, it was found to have reduced power. The device was received by the bench repair service on 10-feb-2022. The reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that while the device was at bench repair, it was found to have reduced power. The device was received by the bench repair service on (B)(6) 2022. The reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.